Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure while operating on the patient. The needles were falling out of the jaws of the suturing devices. They were not holding the needle. There was no patient involvement, no patient injury, and no medical intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure while operating on the patient. The needles were falling out of the jaws of the suturing devices. They were not holding the needle. One of the needles fell out while loading the needle prior to use and the other fell into the patient cavity after a few stitches. The needles were retrieved with graspers. There was no patient involvement, no patient injury, and no medical intervention required.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted no witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device where device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.